Event description:
It was reported that the device was unable to be interrogated and did not respond to a magnet. As a result, the device was explanted and replaced. During the revision procedure, the header was observed to be discolored. The patient was stable.

Manufacturer narrative:
The reported events of inability to interrogate, no magnet response and material discoloration were confirmed. The device was received with no telemetry and normal output. Device image analysis noted elevated battery current. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated in normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states.